Event description:
It was reported that this was a closure of a left common femoral artery using a prostyle device after an interventional percutaneous coronary intervention procedure with a 8fr sheath. Reportedly, the device was attempted to be removed and there was heavy resistance. The foot of the device was closed after several attempts to close. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported difficult to open or close the foot and difficult to remove the device. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot and difficult to remove include, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d09, h3 - device was not returned for analysis.